Event description:
It was reported that the ilet displayed alert 38 while the user was at rest, and repeated alerts occurred after a restart, with the device having stopped insulin delivery earlier per device report; this corresponds to a stalled motor and insulin delivery interruption involving the pump motor/drive mechanism. Symptoms included hyperglycemia with a reported peak blood glucose of 321 mg/dl. Outcomes included use of backup subcutaneous insulin therapy and temporary discontinuation of ilet insulin delivery. Investigation included review of device-reported data and complaint handling for a motor stall event. Investigation of this case revealed consecutive motor stalls that prevented insulin delivery and were not resolved by rewinding or priming. It was concluded that the device experienced a motor stall leading to interrupted insulin delivery and hyperglycemia, and the user transitioned to backup therapy while awaiting replacement device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.